Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to send a replacement pump with updated software, instructed the caller on handling the return, and confirmed that the caller will reach out to a healthcare professional for backup therapy due to the lack of a current alternative.